Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: patient underwent a revision procedure on (B)(6) 2011. Resolving haematoma was identified and washed out copiously. Tissues samples were taken and sent for microscopy culture and sensitivity. The wound was closed. This is # 23 of 50 reports for the same event.

Manufacturer narrative:
Additional narrative device was used for treatment. Report originally received (B)(4) 2012; further evaluation revealed 49 additional devices within the reported event which were identified on (B)(4) 2012. Investigation could not be completed, no conclusion could be drawn as device was not returned and lot number was not provided.